Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During mako tka surgery, the osteotomy did not follow the plan and the shape did not fit.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako tka software was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob was inspected on and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints in trackwise, shows no other complaints related to the failure in this investigation. Conclusions: the alleged failure mode cannot be determined because the relevant log files and session files were not available for inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
During mako tka surgery, the osteotomy did not follow the plan and the shape did not fit.surgeon corrected the problem with manual surgical technique, but it left a large gap. Surgery time was extended by about 1 hour. More osteotomies (distal and posterior chamfer) than planned.